Manufacturer narrative:
Continuation of d10: product ID: 8709; lot#serial#: (B)(6); product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot#: (B)(6), ubd: 25-jun-2001, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a company representative regarding a patient receiving unknown medication via an implantable pump for unknown indication for use. It was reported that the company representative (rep) was at a pump replacement but had to revise the catheter because the healthcare provider (hcp) saw a knick or a bend in the catheter in the catheter. The new catheter piece was 14.5cm and was not primed and neither was the pump on the back table. The rep stated that the system is all connected and the distal, existing catheter has drug. It was also reported that they tried to aspirate the catheter before and after the catheter was revised but they were not successful. It was additionally reported that the 'back table prime was started before medication was put into the pump on the back table'. The rep asked how he could cancel the bolus. Technical services reviewed stopping prime in progress, updating pump, and then re-interrogating and programming a new prime once medication in pump. Technical services confirmed the pump was still on the back table. Additional information was received from the healthcare provider (hcp) via a company representative (rep) reporting that patient's weight was unknown and patient's intrathecal medication was dilaudid, fentanyl, and bupivacaine. The pump was replaced due to normal elective replacement indicator (eri). The cause of the inability to aspirate the catheter remained unknown. It was also reported that the "nick" in the catheter appeared to be a small tear. The issue has been resolved with replacement and patient is receiving therapy.